Event description:
It was reported that during an unk procedure, the reload was loaded in the device and when was fired, the staples were not released and the suture line was not complete. Unk how case was completed. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.